Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting the pump, and the customer was advised to continue using it while monitoring for any recurring malfunction codes, with the option to call back if issues arose again.